Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 2 of 3 for the same event. Reports 1 and 3 are reported on MFR #0001032347-2016-00219 & 0001032347-2016-00221.

Event description:
It was reported that screws broke during insertion below the screw head. It is stated that "it wasn't possible to remove all screw fragments." It is also stated that "the cranioplastic which was used could not be fixed as intended." The cranioplastic referenced is a non-zimmer biomet product.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report 2 of 3 for the same event. Reports 1 and 3 are reported on MFR #0001032347-2016-00219 and 0001032347-2016-00221.

Manufacturer narrative:
The 91-6106 was found to be fractured slightly below the head and perpendicular to the length of the screw. The fracture is typical of an over-torqued screw with plastic deformation present on the major diameter thread near the fracture site. The slot in the head of the screw show signs of use but no significant damage, indicating the screw retained the blade allowing a high torque on the screw to be achieved. The thread dimensions could not be measured on the fractured screw due to the location of the fracture. The manufacturing lot number is unknown and therefore the DHR (device history record) could not be reviewed. The parts IFU (instructions for use) warns that 'intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws.' The complaint was confirmed only for part number 91-6106 as the screw has been fractured in the threaded portion of the screw. There are no indications of manufacturing defects. Multiple screws from multiple lots and varying lengths were reported to have broken in this surgery. This supports that this failure was not likely a material issues and was more likely related to the specifics of the surgery (surgical technique, patient variables, etc.) The most likely cause of the damage is excessive force applied to the screw during use. Supplemental report one of two for the same event, reference 1032347-2016-00221-2. The device reported in 1032347-2016-00219 was not returned to the manufacturer.